Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high pacing impedance and variable impedance when the patient lifted their arm. Additionally, noise was seen when pressing the device pocket, arm lifting and after a ventricular pace event. During the lead replacement procedure when disconnecting the rv pace sense lead from the device, the crew was coming out with the screwdriver and the grommet was cracked. The device was replaced and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.